Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a secondary infusion of vancomycin 750mg via central line had emptied within 15 minutes and back flowed into the primary IV. A second rn confirmed that it was connected properly and the pump was programmed at the appropriate rate. A new primary bag was hung and the pharmacy instructed to administer a "repeat dose.¿ there was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the secondary infused into the primary was confirmed. Functional testing confirmed backflow, indicating a faulty check valve. Disassembly of the check valve resulted in the discovery of a 0.0259¿ long particle located between the housing seal area and the affixed silicone diaphragm disk, identified as collagen. The cause of the check valve failure is a collagen particle that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the collagen was not identified.

Manufacturer narrative:
Additional information provided from customer medwatch (B)(4).

Event description:
Received a copy of the customer medwatch which states: "event desc: vanco 750mg as ivpb was hung in central line. It was noticed 15 minutes later that the bag was dry. Pump was paused. Tubing was inspected and was connected properly and pump programed at appropriate rate. Second rn inspected tubing and area around ivs. It was determined that it must have gotten sucked into primary bag. Tubing was saved, and a new primary was hung and pharmacy was notified to administer repeat dose."